Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was evaluated following the automatic transmission of stored episodes. Device interrogation revealed noise artifacts recorded as atrial arrhythmia (atr) events, which appeared to coincide with the time of implant. Technical services reviewed the presenting electrograms (egms) and confirmed that the device was functioning as programmed, with no evidence of malfunction or out-of-range measurements. The noise was suspected to be related to the implant procedure or electromagnetic interference (emi). Automatic pacing threshold tests were successful, and the device remains active with shock therapy enabled. No adverse patient effects were reported, and the device remains in service.